Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
Reportedly, there was an o-ring on the pneumatic tap during the cartridge load process. Customer removed the o-ring and was able to resume insulin therapy. Customer's blood glucose was 234 mg/dl.